Event description:
The manufacturer received information that a bipap a30 ventilator was returned to a third-party service center for evaluation. There was no patient involvement, and no harm or injury reported. During the evaluation of the device at the manufacturer's service center, a ventilator service required error was noted in the in the device error log. The error code was identified as a failure of the outlet pressure sensor, requiring replacement of the device printed circuit board assembly to address the issue. No repairs were completed; the device was processed as scrap per the customer's request. The device will be included in the fsn 2023-cc-src-039.